Manufacturer narrative:
Voluntary medwatch report received: mw5164922.

Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited oversensing resulting in inappropriate atrial tachycardia response (atr) episodes. No changes or interventions were performed. There were no patient consequences.